Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and was instructed to contact support again if the issue reappeared.